Manufacturer narrative:
Clinical review: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a drain complication encountered alarm. During the call, the contact stated that the patient went to the hospital. The patient was assisted to bypass into fill 1 and was able to complete the pd treatment without any adverse effects. During follow-up, the patient¿s pd nurse stated the patient was hospitalized on (B)(6) 2020 for fluid volume overload. Per the nurse, the event was not related to any issues with a fresenius device, or product and the patient was completing all pd treatments with the cycler prior to hospitalization without any issues. The fluid overload was related to the patient not adjusting their pd strength solution according to their fluid removal needs. The patient was using only 1.5% strength solution and should have been adding 2.5% strength solution. The patient received pd therapy in the hospital and was discharged on 20/jul/2020 and recovered. Per the nurse, the patient continues pd therapy on the same cycler without any issues. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.